Event description:
It was reported that the patient presented in clinic. The patient's implantable cardioverter defibrillator was unable to be interrogated. The device was out of battery and had depleted rapidly. The physician noted that the device was part of the premature battery depletion advisory. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.